Event description:
A pt reported not able to test on meter. Meter allegedly had no power. Issue was not resolved. The batteries were installed correctly. Meter would not turn on by pressing the m button or by inserting a test strip. There was no medical intervention. Customer tested on other meter with a result of 103 mg/dl. Customer was not treated. No further info has been reported.